Event description:
A ventilator was returned to a third-party service center for service. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation. However, ventilator inoperative error codes indicating the central processing unit could not communicate with the flow sensor using the 12c bus or the pressure sensor using serial peripheral interface (spi) bus were confirmed in the event log. The technician recommended replacing the device's circuit board to address the issue. No repair was performed. The device was scrapped as per customer request. Additional findings not related to the malfunction/issue: the accessory port cover was noted to be missing.